Event description:
Patient brought to operating room and anesthesia was placing an a-line. While placing the a-line, the guidewire was slid back. It was noted that the guidewire unspooled when removed. Anesthesia was concerned that a part of the guidewire did not come out of the catheter. X-ray obtained, general surgery consulted, vascular surgery consulted. X-ray showed a part of the guidewire in the arm.